Manufacturer narrative:
The product was returned for analysis. Product analysis was performed and the dislodgement allegation due to helix self-retraction was not confirmed. Based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. It is unknown if the lead was inadvertently implanted with a retracted helix, or if the helix retracted on its own 1 day post implant, while implanted. It cannot be determined if either of these was the case with this lead. However, it does not appear that an issue with the lead itself was the cause. Based on analysis evidence and/or the field report which indicates an issue covered by the instructions for use (IFU), this is deemed a known inherent risk of the device.

Event description:
It was reported that this recently implanted right ventricular (rv) lead dislodged. The electrogram (egm) showed a loss of capture (loc), however there was no asystole observed. Imaging confirmed the helix had retracted and the lead dislodged. The lead was explanted and replaced successfully with a new lead. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported. The product has returned for analysis.

Event description:
It was reported that this recently implanted right ventricular (rv) lead dislodged. The electrogram (egm) showed a loss of capture (loc), however there was no asystole observed. Imaging confirmed the helix had retracted and the lead dislodged. The lead was explanted and replaced successfully with a new lead. The explanted lead is expected to return for analysis. Outside of the revision, no adverse patient effects were reported.